Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported complaint of, uso defective, through dso/uso sensor test. Replaced uso seal. Performed dso/uso calibration. Validated repair through dso/uso sensor test. Upon further investigation, found battery door damaged, lcd lens nicked, and dso seal delaminated. Replaced battery door, lcd lens, and dso deal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an upstream occlusion had failed during testing.